Event description:
Discordant, falsely elevated sodium (na) results were obtained on five patient samples and a discordant, falsely elevated chloride (cl) result was obtained on one of the five samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that the presence of gel and/or fibrin had created an occlusion in the integrated multisensor technology (imt) probe, which impacted the imt dilution of the samples. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na and cl results was sample integrity. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.